Event description:
Hospital reported that during a knee arthroscopy the control unit had an decrease in flow and was not maintaining pressure within the knee. No injuries or complications were reported.